Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported no additional surgeries took place.

Event description:
It was reported by the manufacturer representative (rep) that the screws included in the burr hole device (bhd) kit were replaced with screws from another company (kls martin) because the surgeon said they don¿t ¿bite¿ very well. No diagnostics/troubleshooting was performed. The issue was resolved at the time of the report. No patient symptoms or further complications were reported due to this event. The hcp has no further information for the company.

Manufacturer narrative:
Continuation of d10: product ID b32000, lot# 082m03324a, product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: b32000, serial/lot #: (B)(6); ubd: 02-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.